Event description:
It was reported by the customer that pyxis medstation es system was failing to initialize.the customer reported that there was delay in dispensing the medication.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the helmer fridge computer screen was not functioning. A field service engineer replaced the sd card; however, the screen remained unresponsive. Consequently, he proceeded to replace the computer. The system functioned as intended after the field service engineer troubleshooted the device.